Event description:
A rod, implanted at l4-l5, l5-s1 was noted to have migrated cephalad on follow up x-ray. Previous x-ray showed the rod in good position with some healing. All hardware currently remains in the patient. During revision screws were removed and rods were placed back in the patient.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. No conclusion can be drawn at this time.